Event description:
Facility reported internal blood leak on a 29th use dialyzer. Estimated blood loss 175cc. No medical intervention. The sample is available for examination. Hct on 9/27 was 8.6, on 10/4 was 7.5.